Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas c 303 analytical unit. The first sample initially resulted in a na value of 152.7 mmol/l and it repeated as 141.8 mmol/l. The second sample initially resulted in a na value of 151.7 mmol/l and it repeated as 137.0 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer determined that a nozzle was contaminated and that there was a lack of vacuum causing residue to remain in the dilution cup. Nozzles were replaced and the system was decontaminated. Ise checks and calibrations were performed; all checks were acceptable. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.